Event description:
It was reported that the patient was having increased pain in spite of increased medication dosing. The hcp reported that a catheter dye study was completed in 2007 and repeated one month later, which revealed a kink. The catheter was replaced on six days later.

Manufacturer narrative:
.